Event description:
Reporter incident that pt is experiencing stimulation that does not coincide with pt's programmed parameters and that at times the stimulation is discomforting. Pt is experiencing chest pain and neck pain that coincides with some of the random stimulations.